Event description:
It was reported that the patient developed an infection, presenting as a large lump on the abdomen near the cannula insertion site. The patient reported they had to have antibiotics for treatment. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. The patient reports this happened with 3 pods. This is report 2 of 3.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Additional information received 26may2025. Update to b5, d4 and h6. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient developed an infection, presenting as a large lump while the pod was worn between 37 and 38 hours. The insertion site (abdomen) presented as a large lump with signs of purulent discharge, irritation, swelling, and pain. Initially, on (B)(6), the infusion site was observed by the patient's diabetic nurse, who did not find any serious issue. However, the site subsequently became infected. The patient visited a gp service (dr. (B)(6)) on may 10th, where an infection was confirmed, and they were prescribed flucloxacillin 500 mg, to be taken four times daily for seven days. The pod was removed before the doctor's visit. Additionally, the patient's blood glucose level was found to be elevated at 20 mmol/l (360 mg/dl). The patient reports this happened with 3 pods. This is report 2 of 3.